Manufacturer narrative:
(B)(4) - supplemental MDR - syringe needle connectivity issue. Two photos of a 1 ml ll syringe (part number 309628) were reviewed, showing different views of a fully assembled syringe placed next to a vial and on a box, with no visible defects. A device history record review for lot number 5056026 confirmed no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints related to this device and condition will continue to be tracked and trended, with information captured in monthly reports. Our business team regularly reviews this data to identify any emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had a syringe needle connectivity issue. The following information was provided by the initial reporter: material#: 309628, batch#: 5056026. It was reported by the customer that needle fell off after doctor drew up med and lost all medication. Verbatim: rcc received a complaint via email. Needle fell off after doctor drew up med and lost all medication; item -309628 lot - 5056026. Additional information provided: no portion of the broken/spoiled product has been administered, and no portion of the broken/spoiled product is intended to be administered to any patient. There was no harm to the patient, hcp, or user.